Manufacturer narrative:
Follow-up #1: date of submission 05-apr-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: black box data from the date of the alleged event had been overwritten due to continue patient use. The available black box data revealed multiple loss of prime warnings associated with a non-primed pump. The pump powered on and rewind, load and prime steps successfully completed. The pump was exercised for 24 hours without any occurrence of loss of prime. The force sensor was evaluated and found to measure within required specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.